Event description:
It was reported that post the implant procedure, the patient -crashed-, had decreased blood pressure and evidence of pericardial effusion was noted as a result of atrial lead perforation. The lead exhibited loss of capture. The pericardium was tapped and drained. The lead was explanted and replaced. The patients blood pressure resumed back to normal and would continue to be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.